Manufacturer narrative:
As of today the investigation is still in progress and a follow up will be filed as needed.

Event description:
It was reported that the c-arm rotates too far. No injury reported. A field engineer was dispatched to the site.

Event description:
It was determined that the c-arm transition board and rotary switch needed to be replaced. Once this was completed the system was working as intended.